Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned due to facility policy. Additional information was received that the ipg was replaced due to physicians request. No device malfunction was suspected.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned due to facility policy.